Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. The event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2016-00798 2029214-2016-00799.

Event description:
Medtronic received report that a pipeline was stuck in the capture coil during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the right ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 6.5mm and neck diameter was 4.5mm. The landing zone artery size was 4.30mm distal and 4.50mm proximal. The vessel was moderately tortuous. The devices were prepared as indicated in the IFU. It was reported that one pipeline was successfully implanted. A second pipeline was attempted. At deployment, the device could not be released from the capture coil. The pushwire was rotated six times. The guide catheter and microcatheter were used to "bump" the capture coil from the braid. The pipeline braid was implanted with full wall apposition. There were no reports of patient injury in connection with the pipeline device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.